Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test from the insulin pump. The customer's blood glucose reading was 198 mg/dl. Customer reported failed battery test on several batteries. The customer stated that she tried several batteries and cleared the alarm and the problem still persisted. Customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or display anomaly noted. The device was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed battery test alarms during testing. The device passed self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.